Manufacturer narrative:
Insulin pump received with physically destroyed internals and case. Unable to perform the displacement test due to physically destroyed pump. Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: dog chew marks on reservoir tube lip. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump was broken. No harm was required during medical intervention. The insulin pump will be returned for analysis.